Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with a 510k number k200090. Evaluation summary: the customer concerns the uneven o-ring gap on the connector; however, it is not affect function and safety. In fact, there is no such complaints we received. It is manufactured as the original design. No further action required.

Event description:
For evaluation(eg36-j10ur).